Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The failure mode of purge disk detection issue was due to broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the patient was placed on impella 5.5 for hemodynamic support. While on support, the aic experienced purge disc/flag issues that were resolved by replacing the aic. No report of patient injury or harm.